Event description:
In 2000, the facility's attending nephrologist informed the MFR's (MFR) sales representative of the following: the catheter was implanted in 2000. In 2000, dialysis was attempted at which time several tiny holes were discovered on the blue extension of the catheter. Dialysis was stopped and the catheter was removed in 2000. No further details were provided.